Event description:
According to the reporter, during a laparoscopic procedure, the customer noticed that the device was difficult to toggle, load, and unload. In addition, the needles kept falling out of the jaws of the device. Customer opened a new device to finish the case. The patient is alive with no injury.